Event description:
The customer reported a discrepancy between the displayed and actual time on their device, which exceeded five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring the situation, recommending further action if the discrepancy recurred. The caller understood and acknowledged this advice.